Event description:
It was reported that the 9800 system displayed a "lo ma error" message. The customer was still able to use the system. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Error logs confirmed low ma error. Checked and adjusted c-arm power supply, reseated boards and cables. Completed generator alignment and ran a filament calibrator. The system was tested and found to be working as intended and placed back into service.